Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temperature - physical damage) issue. It was reported that the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump black box showed that the voltage readings were steady with no sudden drop at the time of the temperature event on (B)(4) 2018. During investigation, the pump powered on with the returned battery cap, however, the battery cap was unable to fully tighten. A battery compartment crack observed from the thread area to the case seal and the battery compartment threads were damaged. There was no evidence of moisture inside the battery compartment. The pump was tested for a minimum of 24 hours with a one unit per hour basal setting with no warnings, overheating, or power loss duplicated. The pump electrical current draws were within specification. The pump case was removed and no evidence of moisture or loose components were found inside the pump. The power flex and components were inspected with no defects found; there was no damage observed to power circuit. A battery was not returned with the pump. The complaint of the pump overheating was not duplicated during investigation, however, damage to the battery compartment was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.